Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not working. There was no adverse impact to the customer's blood glucose level. The customer declined follow up with tandem customer technical support. No additional information was provided.